Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer¿s blood glucose (bg) level reached 360 mg/dl. Customer delivered a manual injection to address elevated bg levels. Customer was able to clear the alarms and resume insulin delivery.